Event description:
Clinical study. It was reported that 716 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 4.0x8mm, 90% stenosed, mildly calcified, and mildly tortuous lesion in the proximal left anterior descending artery (prox lad) with direct placement of a taxus express2 3.5x12mm drug eluting stent, reducing stenosis to 0%. Indications for this procedure was an acute myocardial infarction which occurred one day prior to the procedure. The patient was discharged the next day on aspirin and plavix. Seven hundred and sixteen days after the index procedure, the patient expired. The cause of death was unknown. The site learned of the patient's death through the social security death index. The physician noted that it was unknown if the target vessel was involved. The site determined device causality as unk. It was unknown if autopsy was performed. The site was unable to contact for further information.

Manufacturer narrative:
Device evaluation. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.